Manufacturer narrative:
Further inspection of the returned device found buckles on the insertion tube. A scratch was noted on the scope cable. The cause of the physical the damaged to scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported a defect with the scope¿s bending section rubber. There was no patient injury reported. The scope was returned to the regional repair center (rrc) and found a portion of the bending section rubber detached at the distal end. This report is being submitted to address the detached rubber noted during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that there was a defective bending section cover with parts falling off due to loosening or detachment of joint area. In addition, a breakage of the connecting tube was also confirmed. It was not possible to determine whether the damage was caused by stress or user mishandling. The instruction manual identifies the following related verbiage: visera cysto-nephro videoscope cyf-v2/va2/v2r: chapter 3 preparation and inspection: ¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 9.3, ¿returning the endoscope for repair¿.¿ if any irregularity is observed after inspection, follow the instructions given in chapter 9, ¿troubleshooting¿. ¿using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.